Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal eri, the right ventricular (rv) pacing threshold was elevated and the ventricular sensing value was decreased. The new device was implanted and at the end of the procedure, all electrical parameters were stable and in range. The event was resolved and the patient was stable.